Manufacturer narrative:
One cadd extension sets was returned for analysis. Visual inspection performed, and product found to be in used conditions and without its original packaging. The sets was visually inspected, at distance of 12" to 24" and normal conditions of illumination. No discrepancies were found. Leak testing was performed using hydrostat vessel and there was a leak detected in the air vent of the filter. A review of the manufacturing process for p/n 21-7106-24, l/n 3733172 was conducted by quality engineer on (B)(6) 2018, to verify that there are no situations or practices that could create the event as described in the reported problem. The set was inspected prior to packaging, a sample of 32 units was taken to verify that all bonds were properly bonded, and no discrepancies were found. Investigator concluded the most probable causes of the sets leaked are, the filter was received damaged from the supplier,or the filter became damage after the product left shm facilities.

Event description:
It was reported that a cadd® cadd® extension set was leaking at the filter. No patient injury.